Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to kocuria rhizophila. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotic therapy (ongoing, dose, route and frequency were not reported) for peritonitis. At the time of this reported, the patient outcome and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.